Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient remote monitoring system detected a red alert for high, out-of-range (oor) right ventricular shock lead impedance measurement of greater than 200 ohms. Boston scientific technical services (ts) discussed potential causes for the observation and evaluation options. It was known that the shock impedance measurement during implant was normal and the detection of red alert happened the next day post implant after the patient had connected the communicator. The patient was brought in for a commanded shock and noted measurements were in range. Ts informed the field representative about memory dump and other troubleshooting options for shock impedance. The field representative had programmed the daily measurements for out of range shock lead impedance off to disable detection. Additional information received that memory dump was not performed. This rv lead remains in service. No adverse patient effects were reported.